Manufacturer narrative:
Investigation summary (post event): pre-analytical sample handling and system info have not been supplied by the customer. The customer did not provide any additional info regarding this event as they believed the instrument is currently operating within specifications. A field service engineer (fse) was dispatched to the customer lab. The fse inspected the instrument and discovered an extensive salt buildup on a wash wheel and an area of the wheel that was worn. The fse replaced the wash wheel. The fse checked performance of the instrument; all results met the specifications. The fse verified that the instrument was performing per established procedures. Pt sample was retested and treatment was not affected in this event. On a recur event, additional testing may not have been done and treatment decisions could be affected. Although the fse noted hardware issues that were repaired, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) result from a single pt that was generated by the access instrument. The elevated accu tni result was 26.87ng/ml. The accu tni result was reported out of the lab. The customer indicated that the dr questioned the accu tni result. The customer re-tested the pt original sample for accu tni. The repeated accu tni result was 0.01ng/ml. A corrected report has been issued. No additional event info was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.